Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that deployment of the angio-seal device was impossible. Important blood loss risk at the puncture site of the femoral artery because the patient has issues with thrombolysis. Manual compression was applied for 30 minutes to achieved hemostasis. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide 1) provide the expiration date and the UDI no) provide the device manufacture date, and 3) provide the completed investigation results. (B)(4). One used 6fr angio-seal sts device was returned for evaluation. No accessory components were received with the device. Visual inspection revealed that the carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the evaluation performed the complaint could be confirmed. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.